Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on 2026-apr-16. They reported that the device was not working properly. They said they were urinating the same as they were before they got the device. Now they were having bowel problems going too much. They said they had pretty much had return of symptoms off and on since implant. The patient had been in the hospital for back surgery. They didn't know if that had anything to do with it. The agent walked the caller through checking their settings. The patient left it on the same program but increased the amplitude to a comfortable level. The patient will monitor their symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that when they recently had back surgery, their device was acting like it did when they first got it. The patient said that they had to go to the bathroom 3 to 4 times a night, and when they went, they had to rush to the bathroom and wore pads all the time and had to change every time because of it. The patient confirmed their bowel seems to be pretty good, but their urinary is not. The patient said that urination is too frequent and too strong. The patient thinks it might have happened when they went to the hospital or rehab for the last few months. The patient said that they increased their stimulation from 1.3 to 1.4 prior to calling and confirmed that they felt the sensation. The agent reviewed and advised the patient to monitor symptoms if they were reduced to 50% and visit their doctor if symptoms did not change.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.